Manufacturer narrative:
No product is being returned for eval but not lot number is provided to MFR. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56. If we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "using to retrieve an appendage, when removing the pouch with the appendage the end of the retrieval bag broke and after search was found inside the pt near the trocar site of entry".

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.